Manufacturer narrative:
Method: the trajectory of the surgical guide is reviewed in three steps: the guide is seated on the dental model with inserts. Gauge pin(s) are then seated in the inserts to help visualize the trajectory of the guide. The assembly from step 1 is scanned and overlaid onto the treatment plan. Gauge pin trajectory is measured against implants positioned in the treatment plan. Axial center to center distances are taken at the implant crest and implant apex.

Event description:
The doctor used local anesthesia and extracted the crown and root of #9. He placed the guide onto the arch and did not observe any fit issues. After using the pilot drill, the doctor took an x-ray and found that implant site #9 was angled far too distal and was too close to tooth#10 and drill depth is short 3mm. The doctor grafted at site #9 and sutured the pt up.